Event description:
It was reported that the needle did not deploy properly. The leveen coaccess needle was being used for a procedure. When the needle was deployed it was noted that it had not deployed properly. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: one rf probe was received with its tines in closed/retracted position. No visual defects were noted, the returned product looks under good conditions without evidence of damages or anomalies. The handle was actuated moving it forward and backward and the tines of the returned device could be extended and retracted properly without problems or resistance; consequently, not confirming the reported complaint.

Event description:
It was reported that the needle did not deploy properly. The leveen coaccess needle was being used for a procedure. When the needle was deployed it was noted that it had not deployed properly. No patient complications were reported.